Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient had severe abdominal bloating post battery change in may. No known factors that may have led or contributed to the issue. Patient does not use the device currently because he gets stimulation in unwanted placed. The device has not been on for weeks. The issue has not been resolved at the time of this report. No surgical intervention occurred. Unknown if surgical intervention is planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep).it was reported that generator has been in the same location as his previous devices, lower right quadrant. Patient has seen many physicians and half thinks the bloating is related to his gall bladder and other half physicians don¿t think it is his gall bladder patient has stimulation turned off for 3-4 weeks and bloating continues. No further patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative was unsure if the unwanted stimulation was a sudden change in symptoms. The patient shut their ins off and it had been off for the last month. They had seen multiple doctors regarding the bloating and some thought it could be their gallbladder. The patient might receive surgery but that had yet to be determined. The abdominal bloating and unwanted stimulation had not been resolved. No further complications reported.